Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) pacing impedance measurement of greater than 3,000 ohms. It was noted there was a signal artifact monitor (sam) event was recorded that showed oversensed noise on the atrial lead. This resulted in the minute ventilation (mv) feature being automatically disabled. It was recommended to have a lead assessment with a programmer. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information received advised the patient was seen and the ra lead was programmed to unipolar configuration. The physician advised the patient has had no symptoms and has elected to continue to monitor the lead at this time. The pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) pacing impedance measurement of greater than 3,000 ohms. It was noted there was a signal artifact monitor (sam) event was recorded that showed oversensed noise on the atrial lead. This resulted in the minute ventilation (mv) feature being automatically disabled. It was recommended to have a lead assessment with a programmer. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported.